Event description:
It was reported that a pt in the nsicu had a catheter and the tubing crack at the connection of the stopcock port of the drainage tubing, resulting in pneumocephalus. The nursing staff kept the catheter in her office.

Manufacturer narrative:
The device has not been returned to the manufacturer.